Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The technical service representative (tsr) advised the registered nurse (rn) to start over with new supplies. The rn indicated that a dummy tummy was being used. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.